Event description:
A report was received that a patient was burned by the charger while charging the ipg, and the ipg is now exposed. The patient was prescribed antibiotic ointment for the burn and is expected to undergo a pocket revision procedure.